Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the prograsp instrument screw came out of tip. There was no report of fragments falling into the patient. A backup instrument was used. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the issue was prior to the start where the screw came out of the tip. There was no report of fragments falling into the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.